Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Getinge field service engineer (fse) customer reports low pressure reading. Could not duplicate. Exorcised unit to no fail. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that when on patient, the cs300 intra-aortic balloon pump (iabp) pressure below limit, low pressure reading. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.